Manufacturer narrative:
(B)(4). Evaluation summary: correction: the reported stent dislodgment was confirmed.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use when removing the 4.0x23 mm rx vision stent system from the dispenser coil, the stent dislodged. Reportedly, the stent seemed to have been dislodged from the stent system within the dispenser coil. The device was not used and there was no patient involvement. A new same size rx vision stent system was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.